Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The hcp reported exposed and frayed wires of the cord of the handheld device. The hospital system was replaced and there were no adverse consequences reported by the hcp.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The field reported event that the device had "frayed/exposed wires on cord of wand" was confirmed. Visual inspection determined that the cable of the antenna/wand closest to the wand itself was frayed with exposed wires. See the attached images. There is a CAPA associated with the reported event that there were "frayed/exposed wires on cord of wand"; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review. In an incidental finding, one of the labels on the wand/antenna was discolored/faded to the point of barely legible. See the attached images. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.